Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14n042 was manufactured from december 12, 2014 - december 17, 2014. The device was received for evaluation. Visual inspection revealed floating white particulate matter. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a small volume intermate. This was noted before patient use. The device was filled with caspofungin. There was no patient involvement. No additional information is available.